Event description:
It was reported that after successful pre-dilatation of a moderately calcified lesion in the non-tortuous left iliac artery using a 6.0x60 fox plus balloon dilatation catheter, a 7.0x39x80 omnilink elite (ole) balloon-expandable stent system was advanced and deployed in the lesion. As the lesion was then angiographically observed to be longer than initially anticipated, an additional 7.0x39x80 ole stent system was advanced distally through the 1st implanted ole without issue, but was unable to cross through the distal lesion area. The 2nd ole stent system was then withdrawn through the 1st implanted stent without resistance, but became stuck (unable to be advanced or retracted) inside of the 6fr non-abbott sheath. With the ole stent system held in place, the 6fr sheath was removed from the anatomy, pulling the ole stent proximally off of the balloon and to the tissue tract of the femoral access site where the physician was simply able to pull the stent out of the tissue tract using gloved fingers. The ole delivery system was withdrawn and a new 7fr sized sheath was placed, followed by additional pre-dilatation of the lesion and successful placement of another 7.0x39 ole stent. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: sheath: 6fr cordis; stent: 7.0x39x80 omnilink elite. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance and difficult to position/remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.